Manufacturer narrative:
Philips service reinstalled geo ipc software and tested the equipment, confirming it was functional. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was a movement error after a power outage on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.